Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer observed a hole in the sample line tubing going to the blood sampling valve (bsv). The customer replaced the tubing, resolving the leak issue. The instrument is operable with no further issues to date. (B)(4).

Event description:
The customer reported approximately 10 mls of diluent leaked from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.